Event description:
The reservoir was leaking at o-rings and the pump had moisture at the reservoir compartment. Also the customer stated that the display on the pump is dark with minimed and six solid circles. The backlight on the pump works, but none of the other buttons are responding. Advised customer to remove the battery for five minutes and place a new battery.